Event description:
An occlusion alarm was reported by the customer, causing their blood glucose level to display as "high" a specific value was not provided. The customer administered a correction injection to address the elevated blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery.